Manufacturer narrative:
A discrepancy in internal software ssp test documents relating to primer mix pmr014g was identified. As a result, labeling (ambiguity list, unitray and asg gel docs, pm tables, .uch files and worksheets will be corrected. The updated revision will include the mix specificity to remove alleles drb1*11:09, 11:83, 11:89, 11:``3, 13:05:02, 13:06, 13:26:02, 13:42, 13:56, and 13:136 as positive. Add'l investigation activities are still ongoing and will be reported in the 30-day report.

Event description:
Upon the internal investigation of customer complaint record (pr #(B)(4)), it was determined that one lot of drdq 2 test ssp unitray (catalog # 7840010) was affected. In the affected kit lots, the presence of drb1*13:05 in sample leads to a mistype of drb1*13:04 due to a false negative result in lane 15. The reaction patterns for these two alleles is as follows: drb1*13:05: positive lanes 10, 11, 15, 26. Drb1*13:04: positive lanes 10, 11, 26.